Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The event history logs (ehl) were not reviewed as the pump would not power on as the power button was collapsed and unable to tunr on the pump with the batteries or the alternating current (ac) power. The pump was found to have a cracked downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the cracked dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, performed dso and upstream occlusion (uso) sensor calibration, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the power button was not working when pressed. The customer said there was no physical damage. The customer returned the product for the power button not working, and during physical inspection it was found that the downstream occlusion (dso) seal was cracked. This was discovered during testing, and there was no patient involvement.